Manufacturer narrative:
Concomitant medcial products: product ID: neu_wrench_acc, product type: accessory. (B)(4).

Event description:
It was reported that they could not fully insert the lead into the header block. The implant was replaced and the new implantable device (ins) worked without issue. It was reported 4 days later that the set screw was stripped (they thought) as the health care provider was unable to insert the lead. The screw would not loosen in order to insert the lead. They used another battery and everything was fine. The problem battery was received. There was no injury reported. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) revealed setscrew backed out too far. Difficulty was encountered when attempting to insert a known good lead into the connector port. The bore of the strain relief insert appeared slightly angled to the right and did not align with the opening in the #0 connector. The bore of the strain relief insert appeared slightly unaligned with the opening in the #0 connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.